Event description:
It was reported by the contact that the customer received two temperature alarms. The second alarm could not be cleared and insulin delivery was unable to be resumed. The customer reverted to manual injections for diabetes. Management. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.